Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 scope communication error message failure event was not identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video processor¿s power switch malfunctioned/was broken and scope communication error b30 occurred. It is unknown when the issues occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. The power switch was confirmed to be broken, but error code b30 was unable to be confirmed. The device evaluation also found a corroded bottom chassis. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.